Event description:
It was reported that lead was surgically abandoned due to unknown product performance issues. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned because, while revising the right ventricular (rv) lead, it was found to be retracted. Physician tried to reposition the lead but was not successful. The lead was capped and surgically abandoned due to patient conditions at the moment of the procedure. No additional adverse patient effects were reported.